Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy") with dermatitis contact, abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with partial salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, allergy to metals, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, pelvic pain, uterine haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event "abdominal pain, vaginal pain, severe cramping, abnormal heavy bleeding" were added, product information updated from summons. On (B)(6) 2017: coding request. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included spondylolisthesis. Previously administered products included for an unreported indication: nexium from (B)(6)2008 to (B)(6)2008, prozac from (B)(6)2008 to (B)(6)2008, prenatal vitamins from (B)(6)2008 to (B)(6)2008 and acetaminophen. Concurrent conditions included vaginal pain, skin lesion, uterine bleeding, menses irregular, chronic cervicitis and endometriosis. Concomitant products included drospirenone w/ethinylestradiol (yaz) since (B)(6)2008, etonogestrel (implanon) from (B)(6)2008 to (B)(6)2008, medroxyprogesterone (depo provera), panadeine co (tylenol #3) since 2008 to (B)(6)2009 and tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]) since 2008 to (B)(6)2009. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2009, the patient experienced allergy to metals ("nickel allergy") with dermatitis contact. In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / abdominal area"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with partial salpingectomy). Essure was removed on (B)(6)2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the uterine haemorrhage, allergy to metals, vulvovaginal pain, abdominal pain lower, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: (B)(6)2009:surgical pathology report: source: uterus with portion tubes with essure. Diagnosis: essure found in both fallopian tube stumps. (B)(6)2008, the essure device was then placed through the introducer port first towards the patient's right side. It was placed and deployed without difficulty and 8 coils were counted to be visualized on that right side. Then the other essure device was placed through the introducer towards the left side. It was placed on the tube and deployed without difficulty and 2 colis were seen to be visualized on that side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received. Historical drug and concomitant drug were added. Events depression, mental anguish, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. Onset date of event pelvic pain was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included spondylolisthesis. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included vaginal pain, skin lesion, uterine bleeding, menses irregular, chronic cervicitis and endometriosis. Concomitant products included drospirenone w/ethinylestradiol (yaz) since august 2008, etonogestrel (implanon) from march 2008 to november 2008 and medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 month 20 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy") with dermatitis contact. In january 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with partial salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia was resolving and the uterine haemorrhage, allergy to metals, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: (B)(6) 2009:surgical pathology report: source: uterus with portion tubes with essure. Diagnosis: essure found in both fallopian tube stumps. (B)(6) 2008, the essure device was then placed through the introducer port first towards the patient's right side. It was placed and deployed without difficulty and 8 coils were counted to be visualized on that right side. Then the other essure device was placed through the introducer towards the left side. It was placed on the tube and deployed without difficulty and 2 colis were seen to be visualized on that side. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Outcome of events abdominal pain, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia updated to resolving. Concomitant medications added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included spondylolisthesis. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included vaginal pain, skin lesion, uterine bleeding, menses irregular, chronic cervicitis and endometriosis. Concomitant products included drospirenone w/ethinylestradiol (yaz) since (B)(6) 2008, etonogestrel (implanon) from (B)(6) 2008 to (B)(6) 2008 and medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 month 20 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy") with dermatitis contact. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with partial salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia was resolving and the uterine haemorrhage, allergy to metals, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: (B)(6) 2009:surgical pathology report: source: uterus with portion tubes with essure. Diagnosis: essure found in both fallopian tube stumps. (B)(6) 2008, the essure device was then placed through the introducer port first towards the patient's right side. It was placed and deployed without difficulty and 8 coils were counted to be visualized on that right side. Then the other essure device was placed through the introducer towards the left side. It was placed on the tube and deployed without difficulty and 2 colis were seen to be visualized on that side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("uterine bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included spondylolisthesis nos. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included vaginal pain, skin lesion, uterine bleeding, menses irregular, chronic cervicitis and endometriosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 month 20 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy") with dermatitis contact. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with partial salpingectomy). Essure was removed on 15-jan-2009. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, allergy to metals, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: (B)(6) 2009:surgical pathology report: source: uterus with portion tubes with essure. Diagnosis: essure found in both fallopian tube stumps. (B)(6) 2008, the essure device was then placed through the introducer port first towards the patient's right side. It was placed and deployed without difficulty and 8 coils were counted to be visualized on that right side. Then the other essure device was placed through the introducer towards the left side. It was placed on the tube and deployed without difficulty and 2 colis were seen to be visualized on that side. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics, historical condition and concomitant disease added. Essure indication updated and lot number added. New events abnormal bleeding (vaginal, menorrhagia) and she did not undergo an essure confirmation test were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 23-year-old female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included spondylolisthesis. Previously administered products included for an unreported indication: nexium from (B)(6) 2008 to (B)(6) 2008, prozac from (B)(6) 2008 to (B)(6) 2008, prenatal vitamins from (B)(6) 2008 to (B)(6) 2008 and acetaminophen. Concurrent conditions included vaginal pain, skin lesion, uterine bleeding, menses irregular, chronic cervicitis and endometriosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008 to january 2009, drospirenone;ethinylestradiol betadex clathrate (yaz) since august 2008, etonogestrel (implanon) from (B)(6) 2008 to (B)(6) 2008, medroxyprogesterone acetate (depo provera) and oxycodone hydrochloride; paracetamol (percocet) since 2008 to january 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy, allergic reaction") with dermatitis contact. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage ("uterine bleeding"), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain / abdominal area"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping") and back pain ("lower back area"). The patient was treated with surgery (hysterectomy with partial salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, allergy to metals, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved, the depression and anxiety outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had been treated for pain, bleeding, allergic reaction. Discrepant information - date of birth (B)(6) 1972. Diagnostic results: (B)(6) 2009:surgical pathology report: source: uterus with portion tubes with essure. Diagnosis: essure found in both fallopian tube stumps. (B)(6) 2008, the essure device was then placed through the introducer port first towards the patient's right side. It was placed and deployed without difficulty and 8 coils were counted to be visualized on that right side. Then the other essure device was placed through the introducer towards the left side. It was placed on the tube and deployed without difficulty and 2 colis were seen to be visualized on that side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs received: event back pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 23-year-old female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included spondylolisthesis. Previously administered products included for an unreported indication: nexium from (B)(6) 2008 to (B)(6) 2008, prozac from (B)(6) 2008 to (B)(6) 2008, prenatal vitamins from (B)(6) 2008 to (B)(6) 2008 and acetaminophen. Concurrent conditions included vaginal pain, skin lesion, uterine bleeding, menses irregular, chronic cervicitis and endometriosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008 to (B)(6) 2009, drospirenone; ethinylestradiol betadex clathrate (yaz) since (B)(6) 2008, etonogestrel (implanon) from (B)(6) 2008 to (B)(6) 2008, medroxyprogesterone acetate (depo provera) and oxycodone hydrochloride; paracetamol (percocet) since 2008 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy, allergic reaction") with dermatitis contact. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage ("uterine bleeding"), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain / abdominal area"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with partial salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, allergy to metals, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had been treated for pain, bleeding, allergic reaction. Discrepant information - date of birth (B)(6) 1972. Diagnostic results: (B)(6) 2009:surgical pathology report: source: uterus with portion tubes with essure. Diagnosis: essure found in both fallopian tube stumps. (B)(6) 2008, the essure device was then placed through the introducer port first towards the patient's right side. It was placed and deployed without difficulty and 8 coils were counted to be visualized on that right side. Then the other essure device was placed through the introducer towards the left side. It was placed on the tube and deployed without difficulty and 2 colis were seen to be visualized on that side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the events pertaining to pain, bleeding, allergic reaction changed to recovered/resolved. Events of genital haemorrhage and uterine hemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.